Manufacturer narrative:
The reported event of oversensing could not be confirmed by analysis. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal. A longevity calculation was performed and found the battery depletion was normal based on the device usage.

Event description:
It was reported that the patient presented for a routine change of the implantable cardioverter defibrillator due to normal battery depletion. It was noted that there was a history of over-sensed noise on the left ventricular channel. The device was successfully exchanged. The patient was stable upon discharge.